Manufacturer narrative:
Two manta 14f ce closure device units and two 14f ce depth locators were received by vascular solutions on (B)(6) 2022. The devices were decontaminated then visually inspected. During inspection the engineer noted one manta handle closure unit was locked into the manta sheath, lever was deployed, and the components were pushed out. The second manta closure did not have a manta sheath, lever was deployed, and the components were pushed out. The DHR was reviewed for lmanta 14f ce and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following tavi procedure, a 14f ce manta was planned for closure. The physician encountered extreme resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. The manta sheath and closure unit were removed and a second 14f ce manta was opened. The physician again encountered extreme resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. The second manta sheath and closure unit were removed and a third 14f ce manta was opened. The physician again encountered extreme resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. The third manta sheath and closure unit were removed and a fourth 14f ce manta was opened, deployed, and successfully achieved hemostasis. The IFU states in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the consultant used the manta device at the end of the tavi procedure. But experienced some difficulty when pushing bypass tube into the manta sheath for 3 devices, 4th one worked ok. All 4 devices came from the same box. No patient intervention reported. Associated with: MDR 3010252479-2022-00029 manta and MDR 3010252479-2022-00030 manta.